Event description:
Matrixmandible preformed reconstruction plates ¿ a two-year two-institution experience in 71 patients florian andreas probst, gerson mast, md,michael ermer,ralf gutwald,rainer schmelzeisen,christoph pautke, sven otto,sebastian schiel,michael ehrenfeld, md, dds,carl-peter cornelius, md, and marc christian metzger. American association of oral and maxillofacial surgeons, j oral maxillofac surg 70:657-666, 2012. Patients and methods: a cohort of 71 subjects with an indication for a load-bearing osteosynthesis of the mandible was enrolled in the present study. The indications for plate use were defects due to tumor, trauma, or osteonecrosis. The outcome variables were fitting accuracy, application time, and postoperative complications, defined as plate exposure, loosening of plates or screws, plate fracture, and orocutaneous fistulas. Additionally, the feasibility of a transoral approach was tested. The sample included 71 subjects with a mean age of 54.8 plus or minus 15.0 years, including 43 men (60.6 percent). Mmprp's could be placed in 70 of the 71 patients. In 10 patients a transoral approach for plate application was successfully performed. The mean time investment to contour the plates was 13.1 minutes. The fitting accuracies of the nonbendable sections were satisfying. No plate fracture was observed within an average follow-up period of 11.8 months. Postoperative complications occurred in 19 (27.1 percent) of the 70 patients. Plate removal was required in 11 (15.7 percent) of 70 patients. The results of the study suggest that the use of mmprp's coincides with a reduced operative time and a minimized risk of fatigue fractures. Thus, mmprp's seem to be a useful standard. There were nineteen postoperative complications after mmprp application; 1 fistula that required debridement, exposure of fistula the required plate removal and local flap closure, plate exposure resulting in plate removal and local flap closure, plate exposure with plate and screw loosening required plate removal and local flap closure, exposure and fistula treated with antibiotics, local wound care, a fistula that required partial plate removal, reosteosynthesis with 2.4 reconstruction plate, sequestrotomy, spongious bone filling, local flap closure, exposure and fistula treated with secondary composite scapula flap, fistula and screw loosening resulting in resection of additional bone margins and removal of three screws, exposure resulting in partial plate removal, local flap closure, exposure requiring plate removal secondary segmental resection, composite scapula flap and reosteosynthesis with 2.4 reconstruction plate. Exposure and fistula resulting in plate removal, secondary segmental resection local flap closure, tertiary composite scapula flap, reosteosynthesis (mmprp medium, fistula and exposure treated with modeling osteotomy, local flap closure, fistula requiring plate removal, local wound care, sequestrotomy, reosteosynthesis with 2.4 reconstruction plate, exposure; plate and screw loosening treated with plate removal, local wound care, sequestrotomy, reosteosynthesis with 2.4 reconstruction plate, fistula with plate removal, debridement, local flap closure, plate and screw loosening requiring plate removal, further tumor resection, iliac bone graft, reosteosynthesis with 2.4 reconstruction, two fistula requiring plate removal, local wound care, local flap closure, and a fistula resulting in local wound care, local flap closure,. This report is for an unknown plate. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. J oral maxillofac surg 70:657-666, 2012. Device is an unknown plate, quantity 1. (B)(4). PMA cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.